Event description:
It was reported that the trifuse extension leaked when attached to a primary set and when mated to a syringe.the event occurred in the ICU. The customer stated the leaks occurred when removing the extension set from the package and testing the set with a syringe. Although requested there was no additional event details or patient impact provided at this time. A video attached to file of product failure leaks when using syringe and slid clamp is clamped .

Manufacturer narrative:
The customer report of a leak from the trifuse extension sets was confirmed based on functional testing on two of the received initial unopened reported associate set samples. The reported suspect set was not received for evaluation. However, a customer-provided video confirmed the leak at the same location as that of the returned associate sets. The leaks on the two samples were observed at the engagement between one of the three tubing's to the inlet of the parallel connector components. The root cause was identified as a manufacturing issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the trifuse extension leaked unspecified fluids. Although requested there was no additional event details or patient impact provided at this time.